Event description:
It was reported that a pinhole rupture occurred. A 150cm ranger paclitaxel-coated pta balloon catheter 5.0 x 150mm was selected for the index procedure. During the first inflation at 4 atmospheres for 5 seconds inflation time, there was a pinhole rupture at the middle part of the balloon. The device was removed normally and replaced with another ranger balloon to complete the procedure. There were no patient complications reported and the patient was in good condition after the procedure.